Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor; cause was unknown. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.